Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved product were provided. In the pictures, it appears the venous line which connects to the dialyzer is damaged. Nevertheless, we cannot identify a specific root cause of the reported event with the provided pictures. The review of the complaint history files and device history record for lot number 13j2505g shows no other complaint and no nonconformity was recorded regarding this lot number.

Event description:
A patient in (B)(6) was undergoing crrt with a prismaflex m100 filter set. At the beginning of treatment, the nurse observed an external leak on the venous line where it connects to the filter. Treatment was stopped and reportedly, there was no blood loss or medical intervention required.